Manufacturer narrative:
The investigation for the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported during a patient procedure that the elbow cover detached from their harmonyair m series surgical lighting system and fell onto the sterile field. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived on site and replaced the detached cover. The facility had already discarded the cover that detached. Upon inspection, the technician was unable to determine how the elbow cover detached from the facility's harmonyair m series surgical lighting system and could not determine the root cause of the reported event. Based on available evidence, it was most likely caused due to impact with other equipment. The harmonyair m series surgical lighting system operator manual states (5-6), "caution-possible equipment damage hazard: do not bump lightheads into walls or other equipment. Always use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." No additional issues have been reported.